Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a no delivery alarm on the insulin pump during the manual prime. Customer stated that she had to put a lot of pressure on the buttons to get them to respond. Customer's blood glucose reading at the time of the call was 143 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No unexpected, no delivery alarms during testing. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, scratches on reservoir tube window and missing end cap sticker.